Manufacturer narrative:
The test strips associated with this complaint has been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed, a supplemental report will be filed.

Manufacturer narrative:
Follow-up # 1 ¿ (09/23/2014), the lay user/patient¿s test strips have been returned on 08/25/2014 and evaluated by lifescan product analysis on 09/22/2014 with the following findings: the test strips involved with this complaint failed testing. The test strips were found to have shelf life exceeded. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging packaging issue. The reporter alleged that test strips bought at (B)(4) were expired. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.